Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller screen would not turn on to review parameters can be confirmed. The investigation, revealed that the system controller's navigate display button was not properly functioning; the navigate button was unable to switch the controller's parameter screens. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable events. The downloaded data log file contained 240 events over approximately 12.5 days from (B)(6) 2020, per the time stamp. The pump maintained speed above the lsl without issue while the driveline was connected. The recorded data did not add any information regarding the reported event. Laboratory testing and the data retrieved from the system controller determined the navigate display button issue did not affect the system controller¿s ability to operate the system. However, the analysis of the returned controller was unable to determine what caused the controller's navigate display button malfunction. Incidental findings: during the process of disassembling the controller, the user interface (ui) ribbon cable connector separated from the main pcb board. The investigation was unable to determine what caused the connector separation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. The device history records were reviewed the records revealed the controller was manufactured in accordance with mfg and qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 03/31/2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pocket controller screen would not turn on while they were in the clinic. Therefore, the controller parameters could not be reviewed. The patient's controller was exchanged and a replacement controller was requested.